Event description:
Per the clinic, the patient experienced infection and wound breakdown at the implant site. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.